Event description:
The service shows that the device became inoperative, while on a patient. There was no patient harm or change in therapy as a result of the malfunction the mallinckrodt customer support engineer (cse) verified the error code and replaced the appropriate parts. The unit then passed extended self testing.